Manufacturer narrative:
The reported event of early battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. Analysis of the device image found the device was drawing high current. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. No intervention was performed. The patient was stable.

Event description:
New information received indicated that the device was explanted and replaced. The patient was in stable condition.